Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. However, the pump was received with intermittent button response during testing due to corroded keypad traces. No ramping numbers or scroll bar moving on its own was noted. No button error alarm was noted. No moisture damage on motor assembly or electronic assembly was noted during visual inspection. The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating hospitalized high blood glucose and a button error on the insulin pump. The customer's blood glucose was 202 mg/dl. The customer stated that her belt clip broke and the pump fell into the toilet. The customer stated that she was treated with syringes in the emergency room. The customer stated that her blood glucose went up to 509 mg/dl and there was a constant tone. The customer stated that she took the battery out and the numbers were scrolling. The customer stated that she received a button error and there was a constant tone. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.